Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-01505 & 01506).

Event description:
It was reported patient underwent a right distal femoral osteotomy on (B)(6) 2013. Subsequently, patient underwent an arthroscopy on (B)(6) 2015 due to irritation. During the procedure, the surgeon had difficulty removing the 8 mm screw. While utilizing competitor product to remove the head of the screw, metal debris was released. A clown drill was utilized to remove the shaft of the screw. It was further reported that synovitis was noted during the revision procedure. The plate was removed and a 90 minute delay occurred during the procedure.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to excessive force or use.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.